Event description:
A discordant, falsely low urea nitrogen (bun) result was obtained on one patient sample; a discordant, falsely low creatinine (crea) result was obtained on one patient sample; and a discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on a dimension rxl max with hm instrument. It is unknown if the discordant bun result was reported to the physician(s). The sample was rerun, and the rerun result matched the patient's result history, and was reported to the physician(s). The discordant crea result was reported to the physician(s), who questioned the result. The sample was rerun, and the corrected result was reported to the physician(s). It is unknown if the discordant magnesium result was reported to the physician(s). The sample was rerun in duplicate, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, crea, and mg results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist recommended that the customer change the sample probe and run precision, which the customer did. The tsc specialist contacted the customer to follow-up, and the instrument had not produced additional discordant results since the sample probe was replaced. The cause of the discordant bun, crea, and mg results was a malfunction of the sample probe. The instrument is performing according to specifications. No further evaluation of the device is required.